Event description:
A facility reported that at the end of a laparoscopic appendectomy, a thermal injury to the small bowel was observed due to an insulation defect on the forceps cev136 bipolar 350 mm gayet (cev136). No specific treatment was administered as it appeared to be a superficial wound. It was noted that the patient was readmitted three days later for abdominal pain and vomiting. A computed tomography (CT) scan was performed, but the results were inconclusive. However, analgesics and antibiotics were initiated and proved effective, and the patient was discharged in (B)(6) 2026. It is unknown if there was an increase in surgery time.

Manufacturer narrative:
The forceps cev136 bipolar 350 mm gayet (cev136) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the investigation revealed no defects in the pliers. They function correctly and show no electrical leakage. Slight scratches are visible on the coating, which is normal after regular use and does not affect their operation. Root cause analysis: the patient's burn is not related to a defect in the bipolar clamp, which was found to be compliant during the investigation. The root cause is attributed to suboptimal use of the device, specifically prolonged activation and/or high coagulation power, which can lead to localized elevation in tissue temperature.